Event description:
It was reported by the rep the device was used during a laparoscopic hysterectomy. It was reported the device worked fine for most of the procedure. A solid tone began, the surgeon took off brake and cleared and re attached. It was still not working. The case was completed with bipolar. There was no consequence to the pt.